Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that one trial femoral head 36 l/+8 is cracked and would not secure to neck trial. As this was noticed upon field inspection, no patient was involved.

Manufacturer narrative:
H3, h6: it was reported that one trial femoral head 32 l/+8 are fractured and won't secure to neck trial. As this was noticed upon field inspection, no patient was involved. The device in scope of this complaint, was returned for investigation. The reported issue could be confirmed upon visual inspection, one of the tabs is completely fractured and a second one is partially fractured. A review of the batch record revealed no deviations from the standard manufacturing process. There are not any indications that the device did not meet the specifications at the time of manufacturing. A review of the complaint history revealed one further complaint for the batch in question with a comparable failure mode. A review of the risk management documentation verifies the failure mode and severity of the reported issue. Based on the performed investigations, the relationship between the reported event and the device was confirmed. Previous investigations demonstrated that the trial femoral head may disconnect from the stem taper intra-operatively and flaps might break off. These issues are due to high loads, beyond the design limit, that may arise on the tabs during manipulation. The failure modes may further be exacerbated by excessive use of the device over time. The performance of the device is within the risks level that are anticipated in the risk management documentation. The current design remains therefore state of the art. As part of the continuous improvement smith + nephew is nonetheless working on a design enhancement, options are currently being reviewed and tested at our facility. The current design will be further monitored through post-market surveillance processes. No further actions are necessary at this time point. Smith & nephew will continue to monitor this device for similar issues. The returned device will be discarded.